Manufacturer narrative:
.

Event description:
The customer reported that "when they fit a new battery its affecting the power module, green led is going out but working ok, on the display two charcoal bands showing across the screen." There was no report of patient involvement.